Manufacturer narrative:
A ge oec service representative investigated the issue and found the defective video cable in the interconnect cable. The cable was repaired by soldering the video cable to the jl connector. The system was tested andre-calibrated and operates as intended. The system was released to the customer for use. There was not reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue. The malfunction occurred during procedure set-up.

Event description:
The ge oec 9600 fluoroscopy system had an open video conductor in the interconnect cable. The system would not image.